Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. Cause was not known. Customer consumed carbohydrates and glucose tablets to address bg. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.